Event description:
The manufacturer received information alleging a box sensor fault message occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module and 3-way solenoid valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a box sensor fault message occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module and 3-way solenoid valve were replaced to address the issue. A trilogy evo proportional valve (pn 1127503) was returned to the philips product investigation lab (pil) for investigation for allegedly failing the active exhalation control module test. Pil was unable to confirm the complaint of the trilogy evo proportional valve. Pil ran device with component installed and no unexpected errors were generated. Pil performed post test on the pil trilogy evo multifunction test station and the device passed tests. Pil concludes the component operates properly.